Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities

Event description:
Boston scientific received information that during a routine device change out procedure for normal battery depletion, an x-ray revealed that the right atrial (ra) lead was dislodged. Subsequently the existing ra lead was explanted and a new lead was successfully implanted. It was noted that the device had been programmed vvi at an undefined time in the past for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.